Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20321. It was reported the peripheral scs system for (off-label use was feeling pinchy and not adequately covering pain in the neck and shoulder area. Reprogramming was attempted to no avail. It is unk if the peripheral leads have moved. The pt was referred to the physician for evaluation.